Event description:
It was reported "the dilator inside the PICC kit is defective at the tip." Add info rcvd 04/25/2022: power PICC catheter opened to use on patient and the dilator tip was defective. Did not use the dilator on the patient, had to open a new dilator to finish exam.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0564 showed no other similar product complaint(s) from this lot number.